Manufacturer narrative:
(B)(4). Final analysis found multiple flipped bits in the device product code which caused the reported backup operation. After the device product code was downloaded, the device battery was noted to be at elective replacement indicator. The device had reached normal battery depletion. Visual analysis found electrocautery marks on the device can.

Event description:
It was reported that the pulse generator exhibited backup operation. The device was explanted and replaced. No patient symptoms or additional information was reported.